Event description:
It was reported by the caller that a power source alert 07 occurred while using both the tandem charging cable and wall adapter. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.